Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks after the implant procedure, the implantable cardiac monitor (icm) patient experienced erosion with swelling and erythema at the incision site and the icm was visible through the skin. The icm was explanted. No further patient complications have been reported as a result of this event.